Event description:
The ge oec 9600 fluoroscopy system displayed error 154 error code. Lines on image when x-ray exposure is made.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the issue to a failing hard drive that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.